Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Address of initial reporter is unknown. No 510(k) provided as this device is not released for distribution in the united states. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Log analysis was performed. The logs did not provide any additional information about the issue manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a cranial resection procedure, the small active cranial frame was hard to be recognized in the non-sterile field and in the sterile field. The active blunt probe, the passive planar blunt probe and the scope probe were recognized well. The system was rebooted several times without resolution. When the product was inspected on the following day, no event occurred. There was no delay to the procedure. There was no reported impact on patient outcome.